Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported after installing and using the transfer sets, the connector connection became disconnected from the tubing. No adverse event reported. Requested return of the alleged infusion set for evaluation.